Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Product not returned.

Event description:
It was reported that the bost411 implant was removed due to fracture and bone loss. Patient referred pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on an unknown tooth and was used for 1 year 8 months. The customer reported the patient had pain; however, pain will not be investigated as it is a symptom of the reported events. The customer provided a picture which shows the reported device in the patient¿s mouth with a fractured collar. The provided picture confirms the reported implant fracture event. DHR review was completed for the subject lot number (2015100901). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015100901) for similar events and no other complaint was identified. Product not returned.

Event description:
No further event information is available at the time of this report.